Event description:
During an unknown procedure, staples did not form properly. The staple line was loose and the surgeon re-stapled the tissue. The procedure was completed without any adverse patient consequence.